Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The manufacturer received information alleging patient is passed away. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.